Manufacturer narrative:
Sensor 0m0002296vm was returned and investigated. Performed visual inspection on returned sensor and no issues were observed. Sensor plug was fully seated. Data was extracted using approve software. Returned sensor was in sensor state 5 (normal termination). Removed sensor plug and inspected sensor neck, elastomer pins and carbon traces. All three contacts are installed properly and carbon traces are normal. Performed visual inspection on sensor neck and no issues were observed. No product deficiency was identified. Complaint data analysis has been reviewed for this product and issue. No adverse trends have been identified. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date customer noticed ¿skin inflammation and irritation¿ in the area where the sensor had been. Customer noted having contact with a healthcare provider, was diagnosed with dermatitis and was advised to use elocon cream (mometasone, a topical corticosteroid). No additional treatment was reported. There was no report of death or permanent injury associated with this event.